Manufacturer narrative:
(B)(4).

Event description:
Preoperative diagnosis: lumbar instability, status post previous decompression. Brief history: the patient has a high-grade stenosis at 24,3.4 and 4-5 status post previous attempt at decompression it was reported that the patient underwent a spinal fusion surgery on (B)(6) 2006 using l2 to l5 with legacy instrumentation, local bone, bone bank bone, and infuse. After screws and rods were placed, the lateral gutters were then packed with a combination of local bone, bone bank bone and two large kits of infuse. The post-operative period was reportedly marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient also reportedly suffers from physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: posterior spinal fusion l2 to 5 with legacy instrumentation, local bone, bone bank bone and rhbmp-2/acs; for pre-op diagnosis of: lumbar instability, status post previous decompression. Per-op notes: "..midline incision was carried sharply through the skin and subcutaneous tissue at the level of his previous incision. Dissection carried down to the bony spine and x-ray obtained to verify level. With good visualization of the spine, decortication was undertaken. The facets were osteotomized to improve exposure of the lateral gutter. Because of his size, 0.25 inch instrumentation was utilized. First on the left: at the l2 and 3 level, 7.5 x 45 millimeter screws were placed. At the 4 and 5 level, 7 .5 x 50 millimeter screws were placed. The same procedure was undertaken on the contralateral side. X-rays were obtained and showed the screws in good position in ap and lateral planes. Following decompression, the main orthopedic portion of the procedure was as follows: dissection was carried at the visualized lateral gutters which were again irrigated. The frame was dropped to increase lordosis. Rods were appropriately cut and contoured and affixed within the pedicle screws using top loading plugs. Toe construct was tightened. Following compression, noted to be stable and top loading plugs were sheared. The lateral gutters were then packed with a combination of local bone, bone bank bone and two large kits of rhbmp-2/acs. The skin was closed using staples. A sterile dressing was placed. The patient was placed in a supine position and returned to the recovery room in stable condition.".